Event description:
It was reported that on (B)(6) 2014, the patient underwent the surgery for th10-l1(plf). On (B)(6) 2016, the patient underwent the revision surgery for l2-3(plif). After surgery, when the surgeon checked x-ray, the screw broke. Therefore, the surgeon planning the revision surgery now.

Manufacturer narrative:
Method: risk assessment; result: no lot # was provided, so a manufacturing record review could not be performed. The product is not available for inspection. Conclusion: the failure mode cannot be determined.

Event description:
It was reported that on (B)(6) 2014, the patient underwent the surgery for th10-l1(plf). On (B)(6) 2016, the patient underwent the revision surgery for l2-3(plif). After surgery, when the surgeon checked x-ray, the screw broke. Therefore, the surgeon planning the revision surgery now.